Event description:
The reporter states that during routine daily testing of the device by the staff, the device locked up and the keypad would not function, rendering the device inoperative. The hosp's clinical engineering dept examined the device and could not duplicate the alleged malfunction.

Manufacturer narrative:
The customer was provided with a new unit to enhance confidence in the product. The unit will not be returned to service.